Manufacturer narrative:
.

Event description:
The hcp reported having difficulty accessing center port during a pump refill. The hcp reported, that the pump moved around in the pocket making it difficult to access. The hcp stopped after multiple attempts. The pump was reprogrammed to the original prescription, and the 10 mls remaining in the reservoir were continued until further intervention was possible. In 2008, an x-ray showed the pump had flipped. Eleven days later, the pocket was revised and the pump was repositioned. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is baclofen. The hcp reported the pt recovered without sequelae.